Event description:
Surgeon used boston scientific mantis clips in surgery on (B)(6) 2025. 5 were used in procedure. On (B)(6) 2026, I had x-ray performed to verify the clips had passed & it was safe for an MRI & mra to be deformed for an unrelated medical issue. The x-ray found that 1 clip is still in place 9 months after surgery. Unknown if it can cause adverse effects.